Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the movement on 8mm monopolar curved scissors (mcs) instrument was insufficient due to having a loose wire. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument was moving a bit uncontrollably. According to the feedback from the surgeon, the opening and closing movements of the instrument jaws were not smooth, and the degree of achievement of the instrument's action effect could not reach the normal state. For example, the jaws would not fully open with the hand's movement, and the opening and closing speed of the jaws had slowed down. It was suspected that the reason for this situation was the damage and relaxation of the internal driving wire of the instrument.